Manufacturer narrative:
A philips remote application specialist (ras) found out the hospital staff uses disposable transducers and the pap calibration settings is set to yes. The ras recommended the customer to set the calibration setting for disposable transducers to no and the calibration factor to 200, as is mentioned in the instructions for use (IFU). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the cvp and pap values were much lower in the swan ganz catheter compared to the cath lab. Due to unreliable values, the patient was transferred to another hospital and the lvad placement was delayed by four days. It was determined the calibration factor was active during monitoring, so the this was changed from yes to no, which resolved the issue, and the values were accurate to the cath lab. The nurse manager requested this calibration factor configuration change be performed on all monitors.

Manufacturer narrative:
A philips remote application specialist (ras) spoke to the customer and performed troubleshooting. The ras checked the pap settings and noted the calibration was set to yes. The customer stated they were using disposable transducers. The ras referred the customer to the instructions for use (IFU) for the intellivue x3 patient monitor. According to the information provided in the IFU, the calibration setting needs to be set to no and the calibration factor needs to be set to 200. The customer later informed the change of the configuration settings resolved the issue and the cvp and pap values were in the correct range again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.